Event description:
On (B)(6) 2013, leica microsystems received a complaint from a customer stating that an (B)(6) year old patient received a slight burn on the patient's ear and burn blister on the front portion of the ear after undergoing a right ear tympanoplasty surgery using a leica m720 oh5. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500 will be submitted. Please reference manufacturer MDR # 3003974370-2013-002.